Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when performing the load process. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer's blood glucose level was 215 mg/dl. During troubleshooting with tandem technical support, the customer added insulin to the existing cartridge and successfully completed the load sequence. Insulin delivery was resumed.